Event description:
The pump was returned for investigation. Investigation revealed that the pump case was cracked along the battery compartment threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: evaluation revealed that the pump case was cracked along the battery compartment threads. Unrelated to the battery compartment damage, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. (B)(6).